Event description:
The customer reported via phone call that they had a sensor anomaly. Customer stated the sensor fell apart while attempting to insert it into the inserter. The customer also stated the needle fell apart. The customer was unable to load the sensor as a result. Customer's blood glucose was unknown. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor needle hub was separated from the sensor base and the needle was retracted inside of the needle hub; unable to confirm the customer's complaint due to the customer returned only the sensor.